Manufacturer narrative:
Patient complained of pain in the anterior portion of the mandible after a cleaning where gluma desensitizer was applied due to hypersensitivity of the teeth. Picture of area shows typical appearance of chemical burn. Nevertheless, the patient was treated as though this was an allergic reaction and used analgesic and cortisol containing ointment as treatment for burning symptoms. Doctor of the clinic prescribed volon a as the ointment for patient to use to reduce inflammatory and non-inflammatory diseases of the mouth that responds to cortisone treatment. Patient also completed chamomile rinses in combination with ointment. Patient healed and reported to surgery being symptom free after 3 to 4 weeks. This material is known to be caustic to soft tissues. The dfu states that a rubber dam is recommended to avoid contact with soft tissues. A rubber dam and isolation was unable to be accomplished due to patient difficulty not allowing for placement. Incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. The injury is clearly temporary and the ointment treatment was not a necessary one. The self-healing ability of the mouth's soft tissue overcome the chemical burn after short term. There is and was no permanent impairment of oral functions and the mouth's soft tissue that would have led to a permanent impairment of nutrition or oral hygiene or other oral functions. This type of injury is known to the manufacturer, is unnecessary and painful but trivial and it is due to malpractice of the surgery.

Event description:
Patient experienced a chemical burn on mucosa around the lower anterior region of mandible that came into contact with gluma desensitizer in a dental office setting. According to doctor's feedback, she was unable to isolate and place a rubber dam due to patient's sensitivity stress. She was always intensively pressing her lower lips to the anterior which made it difficult to place soft tissue protection and the product at all.